Event description:
Before use the condition of the aorta was checked by CT and no calcification was seen. However, the surgeon commented that the condition was slightly bad. The device was used in antegrade direction after puncturing with a 14g needle. As the lower jaw was inserted approx 1 cm, the surgeon felt unusual tension and noticed a slight color change of the aorta wall. He realized that a dissection had occurred in approx 3 cm heading toward the aorta root. The lower jaw was reinserted at a more vertical angle and two anatomoses were completed in routine fashion. The puncture site was closed with a purse string, and no additional intervention was required. After CABG, an angio was performed. No hematoma or irregularity was seen.